Event description:
Per the clinic, it was reported that the patient underwent revision surgery under general anesthesia on (B)(6) 2024, in order to convert the patient to a transcutaneous osia implant system due to poor retention, discomfort and non use. During the procedure, the internal magnet was removed and an implant was placed on the internal fixture.